Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding on lcd glass and minor scratched lcd window.

Event description:
It was reported that the lcd screen on the insulin pump has a crack and it makes it look like its bleeding. It was stated that the insulin pump was hit with a stick by accident. Blood glucose value is 170 mg/dl. Nothing further reported

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.